Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of an adc device. Customer experienced profuse sweating and a loss of consciousness which resulted in a broken nose and ¿buffed face¿. Paramedics were called and upon their arrival, a reading of ¿lo¿ (reading < 20 mg/dl) was obtained on their device compared to an adc sensor scan result of 84 mg/dl and customer was administered unspecified treatment for hypoglycemia. Results of 19 mg/dl and 80 mg/dl, when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.